Event description:
It was reported that the coil became fractured. The non-stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 20mm x 40cm interlock .035 coil was selected for pelvic variceal embolization. During the procedure, resistance was noted while the coil was delivered using a non-boston scientific catheter. Although the coil was successfully advanced to the target vessel, it failed to release. Upon withdrawal, the coil was released halfway through the catheter's path and fractured at its mid segment. As a result, the catheter was removed with the coil inside and the procedure was completed with another interlock coil and a new catheter. There were no patient complications as a result of this event.